Event description:
During initial implant procedure, the hex wrench was unable to grip the set screw and appeared to be stripped. Another hex wrench was used to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of the torque wrench not able to tighten the setscrew was confirmed. Analysis found the metal shaft fractured internal to the wrench body resulting in the inability to tighten the setscrew. Analysis found the hex tip of the shaft was twisted in the direction to untighten or loosen a setscrew. This indicates prior use of the wrench in an attempt to untighten a setscrew that was stuck in place or had been over-tightened using another wrench. The reverse torque that the user needed to apply to untighten the setscrew was greater than what the wrench was designed for. Therefore, the tip began to twist and then the shaft fractured. The event description does not mention how the wrench was being used before the attempt to tighten the setscrew, but the wrench had already been damaged in that prior event by the user.